Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# fg540000 serial (B)(4)), smartablate generator (model# m490007), 2 webster hexapolar catheters. (B)(4).

Event description:
It was reported that a female patient, in her 40s, underwent an ablation procedure for atrial fibrillation with a soundstar eco catheter and suffered a cardiac arrest requiring cardiopulmonary resuscitation (CPR) and vasopressor support. During the procedure, the patient became hypotensive and went into cardiac arrest. CPR was initiated and epinephrine infusion was administered. It was noted that no ablation catheter was inserted into the patient¿s body. Patient was reported to be in stable condition. Though not confirmed, the patient may have required an additional night of hospitalization as a result of the adverse event. The patient has since fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition/allergy.